Event description:
New information notes that the lead had been explanted. On top of high pacing threshold, the lead exhibited capture anomaly, high lead impedance, and lead noise. No patient consequences reported on procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for a lead repostition procedure to address an increasing pacing threshold since implant. Patient was too ill to proceed with procedure so it was postponed.

Manufacturer narrative:
Analysis was normal. No anomalies were found.